Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the clinical data confirmed 3 discharges using a simulator. It is noteworthy to mention the returned electrode pads were evaluated and it was determined the black mark on the apex conductor was from defibrillation. However there was no evidence it was the result of self-discharge. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the clinical data confirmed 3 discharges using a simulator. It is noteworthy to mention the returned electrode pads were evaluated and it was determined the black mark on the apex conductor was from defibrillation. However there was no evidence it was the result of self-discharge. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device self discharged. Complainant indicated that there was no patient involvement in the reported malfunction.